Manufacturer narrative:
The sample has been received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
A pharmacist reported an irrigation issue with the cassette during a vitrectomy. The cassette did not work at the time of actuating the irrigation function pedal. The fluid did not reach the end of the cassette. No issue occurred during priming test. The issue was resolved by changing the cassette. There was no patient harm and no additional medical intervention was required. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the device history record showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A system representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune successfully. The irrigation and aspiration pressure were found to be within specification. No system message appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications.